Event description:
A jag precursor was going to be used for therapeutic purposes. When the package was opened, it was noted that the guidewire had no tungsten coating. The procedure was completed using another device.